Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implantation, it was noted that the haptic was torn or broken. According to the additional information received, the scrub technician noted it prior to loading. There was no patient contact. The surgery was completed on the same day.